Event description:
The patient reported that she has been on v-go for several years with no problems, but the recent box has had 4-5 v-gos fall off the patient's body. It was reported that one device was available for return to the manufacturer for evaluation. However, to date, has not been received.